Event description:
It was reported that there was a pump off, driveline disconnect, and a low flow alarm. The patient did not recall hearing any alarms. The log file revealed a series of pump stops at 11:46 am on (B)(6) 2022 which appeared to be the result of a manual driveline disconnect. The pump was off for 3 seconds before being reconnected and ramping back up to the set speed of 4800 rpm. The log file captured low flow events on (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022.

Manufacturer narrative:
A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller failing to alarm was not confirmed. A review of the submitted log file spanned approximately 10 days (18jun22 ¿ 28jun22 per time stamp. On 19jun22 at 11:46 the driveline was disconnected resulting in a pump stop that lasted 10 seconds. During these events there was a com_a_fault, com_b_fault, and a low_pump_current fault. On 28jun22 at 12:33, there was an instance where the patient pressed the silence alarm button indicating the controller was alarming at that time. No other notable alarms were active in the log file. The system controller, serial (B)(6), was not returned for analysis. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (IFU) section b-¿technical specifications¿ explains that the correct audio level specification for controller advisory and hazard alarms is ~85 db. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2022-12086. The patient was asymptomatic. There were no system controller faults, and the system controller check was able to be performed.